Event description:
A bleed in the contralateral retroperitoneal space did not trigger a level 1 bleed indication in the early bird device. A product experience report was created to document this case as an inquiry only by the interventionist. The interventionist did not initially provide any data regarding the case or patient as his interest was in the bioimpedance signal as it related to this contralateral bleed. This event did not trigger a complaint; the early bird device is not intended to detect contralateral bleeds. While intervention was required as a result of the procedure, the early bird device did not cause or contribute to the injury. The patient is ok. After MDR 3016011241-2022-00001 was submitted to the FDA due to customer feedback, and after discussions with physicians at the same hospital, it was decided, out of an abundance of caution, to document this as a retrospective MDR.

Manufacturer narrative:
Based on the investigation and data collected, it was determined that the ebbms did not cause or contribute to death, serious injury or illness for this event. The ebbms device functioned as intended as evidenced by the plot of the impedance signal. Related report number: 3016011241-2022-00001.